Event description:
Gastric bypass: "while handling the bowel during a gastric bypass procedure the grasper caused several hole tears in the bowel. Please note this is a separate incident to the one previously reported. Surgeon involved was (B)(6)." Pt status: "ok". Intervention: "the surgeon has to close the 6 to 8 tear with sutures."

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.